Event description:
It was reported that the wake button was unresponsive. Customer¿s blood glucose was 210 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6) 2022, the distributor reported the additional information: a pump evaluation was performed, and it was determined that the pump did not experience unresponsive wake button issue. No pump issues were identified. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.